Event description:
In 2008, it was reported to boston scientific corporation, that a resolution clip device was used in an upper endoscopy (patient age, gender, weight unknown). During the procedure the clip inadvertently deployed inside the patient. The clip was closed and left inside the patient to be passed on its own. The procedure was completed with another resolution clip device. There were no complications and the patient's condition was reported as "fine."

Manufacturer narrative:
The complainant indicated that the device has been disposed; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A review of the device history record was performed; no anomalies were noted.